Event description:
It was reported that a patient underwent an unknown spinal procedure. It was reported that during surgery, the set screw was loose and could not be fixed. "The set screw was implanted and patient complications were reported as unknown."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.